Event description:
During removal of pericardial drain, tip sheared and remained in pt's chest. Surgery was required for removal of tip. The catheter was placed on 8/29 for the purpose of draining fluid from the pericardial space. The catheter was removed on 8/30/95 since the echo indicated the fluid had properly drained. Upon removal a little resistance was felt but it was not thought to be unusual. The physician wiggled the catheter when the slight resistance was noted then pulled. At this time catheter gave way and it was then noted that the catheter had sheared and the drain portion remained in the pt. A guide wire was not used during the removal of the catheter. A CT was obtained and noted the remainder of the catheter was in the original placement site. On 9/1/95 the pt underwent surgery for the removal of the drain. Both ends of the device are available for inspection and will be returned to co.